Manufacturer narrative:
The claimed product was not returned to the manufacturing site, as it was repaired at the our us repair center. And was returned back to the customer per their request. Therefore, physical technical inspection is not possible. However, our us repair center changed the mainboard because a defect of an electronic component. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: "black screen/ no image." No negative impact in state of health reported.